Event description:
Prior to procedure pt vitals included blood pressure 205/95, heart rate 161, arterial oxygen percent 97%. During cardiac catheterization pt had percutaneous transluminal coronary angioplasty of the distal right coronary artery and rec'd proximal right coronary artery stent placement. Pt rec'd heparin bolus of 10,000u at 0755. Heparin drip of 25,000u/250 cc started at 9cc/hr at 0759. Suture closure device attempted at 0830. Manual pressure held also but bleeding continued. Heparin drip discontinued at 0915. At 0920 blood pressure 78/49, heart rate 10. Surgery consult obtained. At 1000 blood pressure 128/67, to opeeration room at 1015. Pt had exploration of right femoral artery with suture repair of a right lateral arterial puncture site. 09/17 rec'd 2 units packed red blood cells. 09/19 1 unit, 09/20 1 unit.